Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged issue started on (B) (6) 2010, at around noontime. Twenty-four hours after the alleged issue began, the patient claimed that she developed symptoms of frequent urination, dizziness, and lightheadedness. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury 24 hours after the alleged issue began.